Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all users were unable to access all stations and the server. A technical support specialist (tss) dialed into the server and identified errors in event viewer related to a sql service dependency issue, including a login failure for the dsserveroltp database. It was noted that the server had restarted approximately 49 minutes prior, and active directory services were not running, which were then restarted. The certificate binding was verified and found valid, with expiration set for (B)(6) 2028. The user was able to log in to the pes website, and the tss successfully dialed into a station and confirmed login functionality. The customer confirmed that the issue was resolved and approved case closure, after which the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to access all stations and the server, with the error unable to authenticate being observed. However, there were no delays or adverse events or injuries reported based on this event.